Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in may 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the upper part of two (2)15l cycler drainage bags were cut off. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot: h25c16050 (previously submitted as h25a17052). Correction made to d4: expiration date: 03/16/2030 (previously submitted as 01/17/2030). Correction made to d4: unique identifier (UDI) #: (B)(4). [Previously submitted as (B)(4). Correction made to h4: device manufacture date: 03/16/2025 (previously submitted as 01/17/2025). Additional information was added to d9, h3, h6, and h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed and a damage (cut) to the outlet port, white clamp, and bottom end of pouch was observed. Leak, clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the damage is likely a manufacturing related issue. The defect observed is indicative of a flow wrap pouching equipment damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.